Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump became cracked while customer was snowboarding causing the touchscreen to become unresponsive. Customer¿s blood glucose was approximately 180 mg/dl. Customer reverted to multiple daily injections for insulin therapy.